Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 288-444. The customer changed the cartridge and infusion set multiple times to address the occlusions, the customer reverted to an alternate method of insulin therapy.